Manufacturer narrative:
(B)(4). Date sent: 7/12/2021. D4: batch # v94099. H6: component code: mechanical (g04). Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with one of the jaws protruding from its normal position. The device was disassembled and upon disassembly, it was found that one of the jaws was noted to be broken at the bifurcation area, evidence of corrosion was found throughout the broken area, and one clip was found inside the clip track. The event reported was confirmed and it is related to improper use of the device. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re-sterilize devices. Reuse, reprocessing or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hepatectomy, after several firings, a teardrop-shaped clip was formed. The device was used to ligate the blood vessel in the detached section of the liver. No bleeding or the damage on the target tissue was observed. Another device was used to complete the case. There were no adverse consequences to the patient. The patient's condition is stable. No further information is available.